Event description:
Complaint #(B)(4). Per additional information received. The patient has experienced urinary tract, vaginal and bladder infections, chronic and recurrent also, continued urinary incontinence, adhesions, recurrent vaginal pain, uterine prolapse, wound healing problems, (B)(6) 2012 exploratory surgery due to bladder infections, and decreased activities.

Event description:
Per additional information received, the patient has experienced bladder lesion, whitish area inside the bladder neck, cystitis cystica (inflammation), and required additional surgical interventions.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.